Manufacturer narrative:
.

Event description:
It was reported the patient's vns showed high impedance when she saw the physician on (B)(6) 2016. No trauma or patient manipulation was believed to be the cause of the event. The patient was not having any side effects and was not programmed off. The patient was referred for surgery consult; however, no surgical interventions have occurred to date.

Event description:
The patient underwent a full revision, due to the reported high impedance, on (B)(6) 2016. The physician confirmed that a lead fracture was observed during the explant procedure. The devices are expected to be returned for analysis; however, the devices have not been received by the manufacturer to date.

Event description:
Additional attempts for product return were made; however, the devices have still not been returned to the manufacturer to date.